Event description:
During an alif procedure, the tip of the screwdriver broke off inside the head of the screw. The screwdriver tip could not be removed and remains inside the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.